Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During inflation, it was reported that the balloon ruptured. A new balloon was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual analysis of the returned device shows that the balloon has been at least inflated one time with contrast liquid, because there are particles of dried contrast liquid in the balloon. Presence of blood indicates that the balloon has been used during surgery. Functional analysis has been done. The first attempt to inflate the balloon has been done with a locking syringe and was not possible because the catheter seems to be blocked. Another attempt to inflate the balloon has been done with an inflation syringe. The pressure was maintained at about 600 psi for approximately 30 second to unblock the catheter. At this moment, a leakage was visible nearby the middle of the balloon. Based on the information provided, visual and functional analysis, the most probable root cause of the leakage of the balloon is attributed to the contact with bone splinters and/or surgical tools during surgery. Note that it was reported that this was an osteoporotic fracture and in this case, contact with sharp bone are the most probable root cause.